Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence due to no fluid in the balloon with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The patient went home the next day following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence due to no fluid in the balloon with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The patient went home the next day following the procedure.

Manufacturer narrative:
Correction: g5.